Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the device found to be in backup vvi mode. A device download was performed successfully to restore device functions. Patient was stable prior, during and post device interrogation and will continue to be followed normally.